Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v475127, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that she had a lead replacement due not having control management they expected even after trying all 4 programs. Patient stated after x-ray, the healthcare provider decided to move the lead around and the lead replacement helped. She knew it had some effect but did not feel it reached optimal. The inter-operative testing was not a good test due to the fact it was done horizontally and her problem occurred when she was in vertical position

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.